Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that pop ups were not working for bedsides. The customer stated that the individual beds only work when the alarm reflector master is the specific central station they are attached to. The device was in use on a patient. There was no report of patient or user harm.